Manufacturer narrative:
H3: neither samples nor pictures were received for the analysis of this complaintthe device history record of reported lot number: 4420033 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and found no defects, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.".

Event description:
It was reported that the device exhibited recurrent downstream occlusion alarms. It was initially believed that the issues were caused by the pumps as when they tried to prime, the pumps did 0.1 ml then occluded. The reporter noted that this only happened with flow stop cartridges and happened sporadically. It was discovered afterwards that the extension sets actually caused the issue because a client had already tried exchanging the pumps in order to solve the issue. The patients changed multiple lines before finding one that worked. It was further noted that it was still unknown whether the pumps had issues as well. The issue was discovered during set up. There was patient involvement, and there was no signs or symptoms experienced.